Manufacturer narrative:
The reported complaint was confirmed via video that the user facility sent in. Multiple diligence attempts for part return were unsuccessful so an evaluation could not be completed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the manufacturer's subsidiary, this pump was moved to the sucker position and the issue has not occurred again.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the display on the roller pump was malfunctioning. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: during a cpb procedure on march 20, 2019, the clinical team had a local display that was displaying some extra lines through the display. The team was still able to read the information on the display, along with being able to read the display on the central control monitor (ccm). This incident did not delay the continuation of the surgical procedure. There was no blood loss or harm associated with the event.